Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to no problem detected was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Technical services (ts) reviewed electrogram (egm) data from past events and observed distinct morphologies on the rate sense channels, depending on whether the left ventricular (lv) or rv was active. The facility plans to bring the patient in for further evaluation. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the health care professional (hcp) called for assistance with programming this lv lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system and programmed the device. After the MRI was performed, this system was removed from the MRI protection mode, it was confirmed that all measurements were within normal limits and was functioning as intended. This rv lead remains in service. Additional information was received that this device exhibited t-wave oversensing. Ts provided reprogramming to avoid the issue in the future. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Technical services (ts) reviewed electrogram (egm) data from past events and observed distinct morphologies on the rate sense channels, depending on whether the left ventricular (lv) or rv was active. The facility plans to bring the patient in for further evaluation. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the health care professional (hcp) called for assistance with programming this lv lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system and programmed the device. After the MRI was performed, this system was removed from the MRI protection mode, it was confirmed that all measurements were within normal limits and was functioning as intended. This rv lead remains in service. Additional information was received that this device exhibited t-wave oversensing. Ts provided reprogramming to avoid the issue in the future. No adverse patient effects were reported. This rv lead remains in service.